Event description:
A malfunction was reported on the customer's pump, which had been a recurring issue as the customer noted at least three occurrences with this pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, ensuring the customer understood the instructions for returning the faulty pump and setting up the new one, which included installing updated software and connecting their cgm. The customer was advised to contact their healthcare provider for backup insulin therapy.